Manufacturer narrative:
Exemption number e2019001. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified mildly tortuous mid left circumflex that was 90% stenosed. Pre-dilatation was attempted with a 2.5x12mm traveler balloon; however, resistance was met with the anatomy during advancement and the balloon ruptured during second inflation at 12 atmospheres. A non-abbott stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.